Manufacturer narrative:
Carefusion complaint number: (B)(4) . (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the screen on this unit does not power up. All of the leds on the front panel work but the screen is blank. It is unknown if there was any patient involvement at the time of the incident.